Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level 250 (mg/dl). Boluses via the pump were administer to address bg level. Customer stated the cause for the elevated bg levels is unknown but possibly due to their basal rate being lowered. In addition, the customer stated they had experienced low bg levels (50s mg/dl) due to over-correcting with the pump for high bg levels. Customer stated this overcorrection of insulin was user-issue delivering too much insulin, and the customer states the overcorrection was not an issue with the pump itself. A recommendation was made for the customer to discuss fluctuating bg levels with their healthcare provider.